Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch and its cable. The system operates as intended.

Event description:
The customer reported the system would not power up/boot up. There is no report of pt injury or death.